Event description:
This male pt with a history of severe pulmonary disease (copd). Cardiac arrhythmia, renal insufficiency, and hypertension was admitted for carotid stenting. Angiography revealed an 85%, 30mm, eccentric lesion in the mid-left internal carotid artery. An angioguard device was advanced beyond the lesion and the 5mm basket was deployed without difficulty. The lesion was not pre-dilated. An 8.0x40mm precise stent was successfully deployed at the target site. The angioguard was retrieved without difficulty and the procedure was successfully completed. There were no reported complications. It was reported that approx four mos post procedure the pt died. The cause of death is not known. Additional info has been requested from the study.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.